Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU):always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is one of six reports (3007042319-2015-01158, 01159, 01160 and (B)(4)) submitted for devices related to the same event. The initial was submitted on 01/23/2016 but there was no acknowledgements received. A second attempt was performed on 01/26/2016 and the acknowledgement came back as a duplicate. The manufacturer has reviewed all documents and files to check for duplicates, none were found. Follow up #1 has been created to attempt to complete filing.

Event description:
It was reported from (B)(6) by a patient that they have experienced power switching with the controller and batteries. It is noted that after a controller exchange the patient was still experienced the issue. The controller and batteries were exchanged from hospital stock with no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU):always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-01158, 01159, 01160 and (B)(4)-2016-00392, 00393, 00394) submitted for devices related to the same event.

Event description:
It was reported from germany by a patient that they have experienced power switching with the controller and batteries. It is noted that after a controller exchange the patient was still experienced the issue. The controller and batteries were exchanged from hospital stock with no reported consequences or impact to the patient. No additional information was provided.